Event description:
The pt's sys was explanted due to infection at the incision site. The pt is being treated with antibiotics.

Manufacturer narrative:
The explanted prods will not be returned for eval.